Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion device was requested to be returned for product evaluation.